Manufacturer narrative:
This event involves a legal case in progress or potential litigation. If follow-up was required, efforts have been made to obtain additional information. The proprietary nature of the event may affect follow up efforts. If additional relevant information is received, a supplemental report will be submitted. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient is deceased. An attorney representing the patient's family have made an allegation that the patient's implantable cardioverter defibrillator (ICD) system may have been involved in the patent's death.